Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported ¿lead fracture¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any falls or trauma.